Event description:
As reported for this event by the customer, during reprocessing a black fluid came out of the channel port at the distal end. There is no patient involvement. The patient for the next intended procedure was not under anesthesia. That intended procedure was completed with another similar device with no more than 15 minutes delay.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, the channel tube is leaking. The forceps channel has a pinhole. The insertion section is cut and has a leak. Black fluid was not noted. In addition, the switch one was broken. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the lubricant (molykote) may have exited out of the leaking point of the channel. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.